Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received unfired with the pan partially dislodged from the left proximal side. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the jaw properly, and the staple driver fell off the cartridge before use. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.